Event description:
Related MFR report: 1627487-2019-08363.

Manufacturer narrative:
Investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2019-08363. It was reported the patient went to the clinic due to loss of stimulation therapy form the drg system. Upon system evaluation high impedance was observed for both of the leads. X-ray imaging showed the l3 lead broke near the fascia and the l4 lead was ripped into two pieces. The physician decided to replace the patient's drg system with an scs system. Reportedly, during the removal of the l4 lead the physician was not able to explant the tip of the l4 lead. The scs leads were successfully implanted but the tip of the l4 lead remained in the patient (reference MFR MDR 1627487-2019-08411). Stimulation therapy was successfully restored.